Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 900 mg/dl at the time of the event. The customer stated that her blood glucose also rose to over 500 mg/dl while at the hospital, but the customer was not wearing the insulin pump at this time. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.